Event description:
It was reported to philips that the device was booting slowly due to a hard disk drive problem. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred, and the customer was performing the planned treatment of coronary procedure and the procedure was completed as planned. Upon troubleshooting fse found that the issue with hard disk drive (hdd). To resolve this issue, fse replaced the hard disk drive. The system was returned to use in good working order. The codes were updated based on the investigation outcome.